Event description:
It was reported that the patient used long-acting insulin on the advice of a healthcare provider while continuing to wear and use the ilet pump, which constitutes off-label concurrent insulin therapy. Symptoms were not reported. Outcomes included no reported alarms or alerts and completion of troubleshooting and education. Investigation included case review and user counseling regarding proper use. Investigation of this case revealed that the device functioned as designed and that the reported situation reflected use outside of labeling rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated off-label use.